Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated that their lead had come undone. Patient's spouse stated the leads were "up her back" and patient stated that doctor was not concerned and had lead removal tomorrow. Patient was feeling stim on right side after increasing. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.